Event description:
This is an adverse event recorded on a crf as part of the (B)(6) patient registry. This patient was retrospectively enrolled with 7 cm non-dysplastic barrett's esophagus. Two months after a focal ablation to treat barrett's esophagus, a stricture was observed and was subsequently dilated. Per the physician, the severity of this event was moderate. The relationship of the event to the device procedure was definite and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no analysis could be performed. If additional information is obtained regarding this event, a follow-up report will be submitted. (B)(4).